Event description:
It was reported that during implant, the lead exhibited unacceptable thresholds and sensing anomaly. The lead was not used and a new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.